Event description:
It was reported that the patient's remote transmission shows on the remote website's quick look ii (ql) default page, that the right ventricular (rv) lead impedance has a different value than the correct value that is shown under more reports, battery/lead status <(>&<)> lead trends. Technical support (ts) had brady ts review and they cannot explain why the ql shows a different value. The clinic also saw the patient in clinic and said the "the device is fine." Ts opened a service request and escalated the issue to product support (ps) for investigation. Ps explained that this scenario is a known issue being tracked; "update carelink to check the value of the polarity switch flag to determine which impedance value to show (as the programmer does)." It was confirmed via additional information that the ql report has a logic problem where it displays the bipolar value instead of displaying the unipolar value. The website remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).